Event description:
Consumer reported that they could not get initial stability, consumer also reported a same day spinner,consumer also reported previous bone augmentation as of 04/21/2022. Consumer also reported that primary stability was not achieved.

Manufacturer narrative:
Consumer reported that they could not get initial stability, consumer also reported a same day spinner,consumer also reported previous bone augmentation as of (B)(6) 2022. Consumer also reported that primary stability was not achieved.